Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that he was delirious. His wife checked the cgm which was reading 118 mg/dl. She called 911 and paramedics immediately arrived. A fingerstick reading was taken and the bg was 28 mg/dl. The patient was given ¿sugar water¿ and no other treatment. At the time or report, the patient was in normal condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.